Manufacturer narrative:
The device remains implanted in the patient post-mortem and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues associated with device that would have impacted the reported event. Clinical factors that may have contributed to the patient's outcome include the progression of the patient's right heart failure with the subsequent development of septicemia and multi-organ failure. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death, multi-organ failure and right heart failure are known potential complications that may be associated with use of this product and in patients with heart failure. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection is a known potential complication of patients after any surgical procedures or in those with open access sites.

Event description:
A report was received that a patient developed from multi-organ failure, septicemia and persistent right heart failure (requiring extracorporeal support). The hvad pump is reported to have functioned without problems. The hvad was turned off on (B)(6) 2017 and the patient expired. The site reported that it is waiting for final test results to determine the official cause of death.